Event description:
It was reported that during preparation for a photo selective vaporization of the prostate procedure, the fiber was found to have a break. The green light of the fiber flowed back towards the console and did not work. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.